Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated back surgery on (B)(6) 2020. The ipg was not set to surgery mode prior to the procedure. A manufacturer representative met with the patient and was able to recover the ipg. The patient was reprogrammed and stimulation therapy was restored.